Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical nephrectomy procedure, at first, the doctor made a perfect cut and stapling by an assembled device with a gray cartridge. Then, he tried to make a second cut and stapling by an assembled device (same body with precious cutting) with a white cartridge. Its stapling was well-done, but the blade didn't come back automatically. The doctor cut the tissue between the jaws with endoscopic scissors. There were no adverse consequences for the patient reported. There was a delay of five minutes.

Manufacturer narrative:
(B)(4). Batch # m52m6x. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the doctor cut the tissue between the jaws with endoscopic scissors, was the device locked on tissue with the jaws closed? If yes, how was the device removed (knife reverse switch, manual override, cut out)? If knife reverse switch was attempted, did it function? Did the jaws eventually open? Did the surgeon have to cut the tissue between the jaws with endoscopic scissors due to an incomplete cut line? If yes, were there any other issues with the cut line such as jagged, dull knife, irregular, etc? The analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.